Event description:
Caller reported alarm 2 followed by alarm 26, which preceded an occlusion event earlier in the day. Blood glucose level was not adversely affected as it did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ to resolve the issue, the customer changed the cartridge and resumed insulin administration. Frequent occlusion issues were noted, and the customer was transferred for further assistance.